Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check, disabling all atrial tachycardia/atrial fibrillation therapies, over-sensing and under-sensing on electrograms and small p-waves. It was further reported that the right ventricular (rv) his bundle lead exhibited an alert for high threshold, ventricular under-sensing and short v-v intervals. Both the ra lead and rv his bundle lead remain in use. No further patient complications have been reported as a result of this event.